Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the coronary dilatation catheters (cdc), nc traveler rx, instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a 99% stenosis in the right coronary artery with heavy calcification. Preparation of the 2.50 x 20 mm nc traveler balloon dilatation catheter (bdc) was performed inside the anatomy. The bdc was then advanced with resistance to the lesion and upon the first inflation of the bdc to 10 atmospheres a pinhole rupture of the balloon occurred. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.